Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in hospital for dialysis treatment. Device interrogation revealed the right atrial lead exhibited low pacing impedance and high capture thresholds. Chest x-ray was normal; no lead dislodgement was noted. The device was programmed to vvi mode. No patient symptoms or additional information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received on (B)(4) 2018 noted that an asymptomatic patient's right atrial lead was capped and replaced due to high capture thresholds on (B)(6) 2018. The patient was stable before, during, and after the procedure.